Event description:
It was reported that the patient with this pacemaker system required a cardioversion due to chronic atrial flutter (af). After the shock was delivered, the patient went asystole for 8 seconds, even though the markers on the electrogram (egm) stated that pacing was delivered. High capture thresholds were observed on the right ventricular (rv) lead. Technical services (ts) discussed that this could be a result of a code 1005, indicative of an open circuit condition detected during shock delivery and recommended increasing outputs prior to any other cardioversion. No adverse patient effects were reported. This device remains in service.